Event description:
It was initially reported by the hospital nurse that the pt had his device explanted due to pain at the generator site. No additional information was provided. Explanted products were returned to manufacturer. Analysis was completed on the lead and no anomalies were found. Analysis is currently pending on the generator. Good faith attempts to obtain additional information has been unsuccessful till date. The cause of pain is unk at the moment.